Event description:
It was reported that balloon rupture occurred. On an unspecified date, a non-boston scientific stent was implanted. In (B)(6) 2023, 50% in-stent restenosis (isr) was noted in the moderately tortuous and mildly calcified proximal right coronary artery. A 15mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres. The procedure was completed with another of the same device. There was no patient injury.